Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a suture break occurred. An 8.3 flexima was selected for use. During procedure, after the device was successfully placed to the lesion, the physician attempted to make a loop by pulling the suture; however, it was noted that the suture was cut from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.